Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced phrenic nerve stimulation when the left ventricular lead was turned off and occurring every 28 hours. The patient visited the office and was unable to reproduce the anomaly. The boston scientific technical services consultant discussed that the daily measurements could be turned off, and patient could have had post traumatic stress disorder prior to the stimulation. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information indicated that this crt-d was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.